Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During inspection, the unit was not able to obtain readings because few seconds after powering up, the screen goes blank and radical 7 goes into the 10 beeps error. Internal inspection isolated the failure to a component (u21) of the system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable digits. Zip code is as follows: qld 4101.

Event description:
The customer reported the device is switching itself off after a short time. No consequences or impact to patient were reported.